Event description:
It was reported that patients was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.